Manufacturer narrative:
Section b: the date of event is unknown. The date received by the manufacturer is used. (B)(4). Device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that while the patient was giving himself an insulin injection, the needle from the suspect device broke and a portion remained in the his abdomen. He called emergency and had an rtg (x-ray) and attempted to remove through a skin incision but the portion was unable to be removed. He was referred to the hospital for surgery. The patient reports he has been giving himself injections for a few years.

Manufacturer narrative:
Investigation results: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5243419. Conclusions - as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined.